Event description:
It was reported that a cgm error 42 occurred. The customer's blood glucose level was not adversely impacted, as the pump did not display the cgm error code again after the reset. Technical support assisted the caller by providing complete pump reset information and guiding them through the reset process, after which the caller successfully started their sensor session.